Event description:
The ligasure would not fire. Product had patient contact but no patient harm. New ligasure was opened to complete the procedure. Manufacturer response for ligasure, (brand not provided) (per site reporter). Vendor rep will send return kit.